Manufacturer narrative:
Concomitant medical products: 4524-53, lead, implanted on (B)(6) 1998; 7960ib, ipg, implanted on (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low bipolar impedance and no capture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.